Manufacturer narrative:
(B)(4). Follow-up report will be filed if add¿l info becomes available.

Event description:
It was reported that three weeks after the catheter was placed in the pt¿s right internal jugular vein, a leak was found near the insertion site while in the pt¿s room. As a result, the catheter was removed and replaced without issue. A delay was reported, however, there was no add¿l harm to the pt due to this delay or as a result of this occurrence.